Event description:
The facility's biomedical engineer requested service on this device with a report of it not delivering a pca dose. The biomedical engineer was unable to provide any additional details regarding where and when the problem was identified, and whether or not the device was being used on a patient at the time. The facility did not have any reports of patient injury or medical intervention occurring in relation to this situation.